Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate profile 475cc saline breast implants which the right side deflated after implantation. The issue was diagnosed during the physical examination. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary upon receipt on 04/06/2018 by mentor, the device contained no fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, product evaluation team observed a crease on the posterior aspect extending to the anterior. An area of shell abrasion was also observed at the end of the crease on the posterior orientation tab, suggesting in-vivo folding or creasing of the device. Leak testing was performed in accordance with mentor procedures and one leakage site was detected; a rent measuring approximately 0.1 cm discovered within the shell abrasion on the posterior aspect. No other anomalies were found. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown material observed. Mentor performs 100% inspection and testing of all devices prior to release;product evaluation team concluded that the rent, crease and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. On 4/6/2018, additional information indicated that the replacement device are as follow: left catalog number 3501680, lot number 7531426, serial number (B)(4). Right catalog number 3501680, lot number 7507396, serial number (B)(4). Manufacturer¿s reference number: (B)(4).